Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 09-jun-2023. H.6. Investigation summary: a complaint of an extension set not being able to be primed due to kinks was received from the customer. A sample was returned for investigation. Through visual inspection, a slight kink was noted on the tubing of the first maxzero. The set was attached to a 20 ml syringe to see if fluid would flow through the set. One of the maxzeros occluded, the customer complaint was confirmed. A device history record review could not be performed on model mz9275 because the lot number is unknown. The manufacturing plant was notified of this defect and an investigation was completed. From the investigation, the potential root cause of occlusion between tubing and trifurcated was found to be related to excess amount of solvent added by the assembler. This was due to dimensional issues with the component ¿trifurcated¿. Corrective actions to address the dimensional issues with the component will be performed by the supplier quality team and the supplier. A quality alert was created and communicated to reinforce the correct solvent application (no excess) between the tubing and trifurcated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector there was a blockage and the tubing was kinked.. There was no report of patient impact. The following information was provided by the initial reporter: 1. Item # mz9275, lot unknown, date: 4/10/2023, unable to prime quadfuse looks like the fluid path is kinked off (fused). No patient harm.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero multi-fuse extension set with needleless connector there was a blockage and the tubing was kinked.. There was no report of patient impact. The following information was provided by the initial reporter: item # mz9275, lot unknown, date: 4/10/2023, unable to prime quadfuse looks like the fluid path is kinked off (fused). No patient harm.